Manufacturer narrative:
Date of event is unknown. H6 evaluation codes: updated. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is that the main board, plunger board, plunger cable or force sensor is not operating as intended; however, this cannot be confirmed as no product was returned for investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a force sensor error during preventive maintenance, during bench testing. There was no patient involvement. Additional information was provided that there was no patient injury.